Manufacturer narrative:
The doctor reported on 8/11/2021 that there was a break in the capsular bag during the cataract surgery causing the light adjustable lens to be decentered. Rxsight's first awareness of the issue was 8/11/2021. The device history record for the lens could not be reviewed as the serial number of the lens was not provided by the site. The lens remains implanted in the patient's eye.

Event description:
The doctor reported on 8/11/2021 that there was a break in the capsular bag during the cataract surgery causing the light adjustable lens to be decentered. Rxsight's first awareness of the issue was 8/11/2021.